Event description:
Reported as "explant." Follow-up findings with the surgeon's office noted the patient presented with bad reflux and the band was loosened. Despite keeping a diet, and being on an appetite suppressant, the patient gained weight. The band could not be tightened due to pseudoachalasia. The patient's diabetes had worsened, so a revision to (B)(4) was performed.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of inadequate weight loss as follows: "seventy-five subjects had their entire lap-band system explanted. Insufficient weight loss was also reported as a contributor to the decision to explant in 24 of the 75 explants (32%). (Recorded as of december 2000, clinical study, 299 patients total). " device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."